Event description:
Information was received from the patient receiving intrathecal dilaudid (hydromorphone) via an implantable pump for non-malignant pain. The patient reported that they had an magnetic resonance imaging (MRI) on saturday and they thought it turned off their pump. Patient stated they were having increasing pain, dry mouth, bad stomach cramps, and diarrhea. Patient said they tried to find a provider in (B)(6) that would check the pump to tell them if it was off, but they would not. Patient called their provider in fresno and they recommended calling medtronic to see if they could check it for them. Agent reviewed role of representative and provided national answering service (nas) number for healthcare provider. The patient was redirected to their healthcare provider to further address the issue and agent sent email to patient with hcp in their new area.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.